Event description:
The ins and extensions were removed due to ins pocket erosion and suspected pocket wound infection. The leads were left implanted in hopes of salvaging those devices. The pt was recovering from the removal and inquiring as to re-implantation. It appeared that there was no significant infectious complication involved, only wound erosion.

Manufacturer narrative:
(B) (4).